Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties and shaft break occurred. The 99% stenosed, 30x4.0mm target lesion was located in the severely tortuous and severely calcified right coronary artery. After rotablation was performed, a 2.50mm x 12mm nc emerge balloon catheter was used for dilatation. During removal, resistance was encountered and the device was caught in the calcification. When the device was forcibly removed, the shaft was detached. The physician tried to retrieve it using various snares, but it could not be retrieved. A 7f guidezilla ii guide catheter extension was advanced to the detached shaft part and a 2.5x15mm emerge balloon catheter was used inside the guidezilla, to pinch the detached shaft. The detached shaft was successfully retrieved and the procedure completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is completely separated 112.3cm from the hub. The fractured/separated ends of the shaft were stretched and jagged which indicates the shaft separation was due to tensile forces. The shaft is stretched in numerous locations. There are numerous hypotube and shaft kinks. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulties and shaft break occurred. The 99% stenosed, 30x4.0mm target lesion was located in the severely tortuous and severely calcified right coronary artery. After rotablation was performed, a 2.50mm x 12mm nc emerge balloon catheter was used for dilatation. During removal, resistance was encountered and the device was caught in the calcification. When the device was forcibly removed, the shaft was detached. The physician tried to retrieve it using various snares, but it could not be retrieved. A 7f guidezilla ii guide catheter extension was advanced to the detached shaft part and a 2.5x15mm emerge balloon catheter was used inside the guidezilla, to pinch the detached shaft. The detached shaft was successfully retrieved and the procedure completed with a different device. No patient complications nor injuries were reported.